Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were not available to stryker for evaluation. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.